Event description:
It was reported that the arctic gel pad layer completely pulled off pad. During use the pad was on a patient for 18hours, and they went to do a skin check and reposition patient they saw the aqua gel part of the pad was completely off and had left a residue on the patient skin. Therapy was stopped and pads taken off. They have asked the customer not to throw the pad or packaging away.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter phone number that is available is (B)(6). The reported issue was confirmed cause unknown. Root cause could not be identified. Visual evaluation of the returned sample noted 1 opened arctic gel large left chest pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was clearly separated from the pad and adhering to the liner. The two photo samples show the label and clear separation of the hydrogel from the pad. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad layer completely pulled off pad. During use the pad was on a patient for 18hours, and they went to do a skin check and reposition patient they saw the aqua gel part of the pad was completely off and had left a residue on the patient skin. Therapy was stopped and pads taken off. They have asked the customer not to throw the pad or packaging away.